Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine 16 mg/ml; 4 mg/day and morphine 40 mg/ml; 10 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the patient had been stable until she went through withdrawal about 3.5 weeks ago. The patient would feel better for a couple days then worse again. A rotor study was done and the pump was fine. Magnetic resonance imaging of the catheter tip was done to check for possible granuloma and there was no granuloma. The hcp attempted to access the pump side port but was unable to aspirate. The patient was treated with oral medication. A revision was scheduled for (B)(6) 2016.

Manufacturer narrative:
Analysis of the catheter identified no significant anomaly. An occlusion of dried blood, drug, or foreign material was observed in the catheter body, and was dislodged during analysis.

Manufacturer narrative:
Eval code, conclusion code is being updated for this event. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a company representative (rep) indicated the withdrawal signs and symptoms resolved and he complained of more pain in his feet. Oral "ms" utilized and the dose was not known. The MRI had been negative for granuloma. The catheter was replaced today on (B)(6) 2016. There was good aspiration through the pump side port upon implant. The reporter did not know of pain results at this time. They had the catheter to send in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.